Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose level was 210 mg/dl. The customer changed their cartridge and resumed insulin. Reportedly, the customer would continue use of the pump for insulin therapy.